Event description:
A MFR received info alleging a ventilator had a "loose connection". There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for eval and the customer's complaint was confirmed. A loose connection was found on the ventilator's transformer. The connection was tightened to address the issue.